Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had signs of fracture. It triggered a lead integrity alert (lia) for non-sustained ventricular tachycardia episodes and noise. The lead was reprogrammed and extraction is planned. The lead is still inuse. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.